Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 10 ml and was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the tubing had popped off the inlet port to the hgb cuvette from the wbc bath. The fse reattached the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).